Event description:
Co has now learned that the doctor stopped the "oozing" by wiping off the graft several times. The quantity of blood that leaked through the graft is not attainable. The graft was left in the pt. The pt is well.

Manufacturer narrative:
Since no product is to be returned for evaluation, the incident cannot be confirmed or denied. Code 86: the manufacturing batch records for the device were reviewed. Code 100: the batch records were not atypical - there is one similar incident against this batch, same doctor, same hospital, same date.